Event description:
It was reported that this right ventricular (rv) lead exhibited chronic high out of range pace impedance measurements. At the time of the initial report, the impedance measurement was noted to be approximately 2700 ohms. Boston scientific technical services (ts) discussed with the boston scientific representative (rep) that if the physician wants to perform a magnetic resonance imaging (MRI) scan on this patient with non-MRI conditional leads and high out of range pace impedance measurements, the physician should clearly state on the cardiology form that they are approving the scan in spite of these conditions. The available information does not indicate that an MRI scan has been performed on this patient. The lead remains in-service. No patient symptoms or adverse patient effects were reported.